Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the sgc was returned. All available information was investigated and the reported sgc leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. It is possible that the user technique during device preparation contributed to the reported leak; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report that the steerable guiding catheter (sgc) failed to hold column. It was reported that during preparation, the sgc did not hold the fluid column. A new stopcock was used and the issue continued. There was no damage noted on the hemostasis valve or any other component. The sgc was not used in the anatomy and was replaced. A new sgc was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.